Manufacturer narrative:
A ge service representative performed an on site investigation. The cine hard drive was evaluated and reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the cine drive was not recording. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report on injury or death associated with this event.